Event description:
It was reported the device was used during a laparoscopic salpingo-oopherectomy. It was reported when the surgeon fired the instrument, the left side of the cartridge staple line was fine. However, the right side (specimen side) looked like barbed wire. Case was completed by opening another instrument. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973690. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00v66; cartidge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, fully fired/good. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "fired staples that looked like barbed wire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specs. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.